Event description:
(B)(6) female with a history of breast cancer, dilated non ischemic cardiomyopathy, mild coronary disease and ICD placement in 2009, and recently developed worsening chf was admitted to the hosp and underwent a tee which showed severe mitral regurgitation with anterior flail leaflet. She was admitted to the hosp and on (B)(6) 2011 underwent a complex mitral valve repair. Peri-operatively, she was very ill requiring milrinone, vasopressin, epinephrine, nitric oxide and an intra-aortic balloon puma placed intraoperatively. Several hours after surgery, there was a rupture of the iabp blood in the air line. The balloon pump was removed. The pt had a cardiac index of 3 and stable hemodynamics. After the balloon pump was removed, the pt's bp gradually declined and the pt became hypotensive. Upon eval, her hematocrit dropped from 30 to 22. The pt developed worsening hypotension that was unresponsive to volume resuscitation. Due to the rapid nature of the pt's decline, she was unable to return to the surgical suite fast enough to prevent her demise. The bleeding appeared to be out of proportion to a single needle stick and was suspicious for aortic dissection from the balloon pump as they were unable to draw blood or obtain a blood pressure from the tip of the balloon. It was also noted that the balloon did not augment normally. With the removal of the intra aortic balloon pump, this caused major bleeding that was unable to be controlled. The pt was unable to be stabilized to return to surgery. The pt expired on (B)(6) 2011. At the time of the pt death, it was not believed that there was equipment failure or malfunction causing the death. Upon further investigation, unable to confirm it was not equipment malfunction or user error, therefore, we are reporting this event at this time.